Manufacturer narrative:
(B)(4). Batch # r5aa3n. Investigation summary: the analysis results showed that one ec60a device was returned with a trocar insert on the shaft, with the closing trigger and anvil in closed position. An ecr45b cartridge reload loaded in the device. The reload was received unfired. After further evaluation, the device could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more details how the stapler ¿did not work¿? Stapler freeze and physician wasn`t able to fire. Did the device lock-out (no staples deployed and no cut line started)? No, stapler didn`t cut at all. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? N/a. If staples deployed into tissue were they formed in the proper closed b-formation? N/a. If not, please explain. If the stapler did fire was the staple line complete? N/a. Did the device cut? No. If yes, was the cut line complete? N/a.

Event description:
It was reported that during the surgery (anterior resection of the rectum), the echelon flex 60 stapler did not work. Delay 10-12 minutes. No consequences to the patient reported.